Event description:
New information received on 10/23/2018 indicated that the right ventricular lead was previously damage during an unrelated procedure and exhibited low sensing and low impedance.

Event description:
New information received on 12/07/2018 indicated that the right ventricular lead also exhibited high capture threshold. The patient was stable throughout the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited sensing issue. The patient presented on (B)(6) 2018 for lead revision procedure and the lead was capped and replaced. No further information was available.